Event description:
Based on additional information received on 05-dec- 2017, this case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 05-dec-2017 from a healthcare professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after unknown latency had increased pain and swelling in the right knee. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date in 2017, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021; expiry date: 31-may-2022)in the right knee. On an unknown date in 2017, after unknown latency, the patient had increased pain and swelling in the right knee. Action taken: unknown. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 20-dec-2017 and 05-dec-2017 (both information processed together with clock start date of 05-dec-2017). This case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. Global ptc number and ptc results were added. Clinical course was updated and text was amended accordingly pharmacovigilance comment: sanofi company comment dated 5-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain and swelling in knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on 05-dec- 2017, this case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 05-dec-2017 from a healthcare professional. This case concerns a 67 year old female patient who received treatment with synvisc one and on the same day had pain in right knee and swelling in the right knee. Also device malfunction was identified for the reported lot number. Relevant medical history included restless leg syndrome, hypertension, depression, breast cancer, bladder disorder, asthma. The patient was allergic to benzylpenicillin (penicillin): welts. No relevant concurrent condition was provided. Relevant concomitant medications included hydrochlorothiazide, salbutamol sulfate (ventolin), anastrozole (arimidex), cetirizine hydrochloride (zyrtec), darifenacin (enablex), escitalopram oxalate (lexapro), fluticasone propionate (flonase), meloxicam (mobic), potassium chloride (micro- k), pramipexole hydrochloride (mirapex), ramelteon (rozerem), valsartan (diovan), sodium bicarbonate/sodium chloride. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (and indication: unknown) (batch/lot number: 7rsl021; expiry date: may-2020) in the right knee. On the same day, at 08:15 am, the patient stopped treatment with synvisc one. On the same day, the patient experienced increased pain and swelling in the right knee. On 05-dec-2017, the patient called office. Patient was given medrol dose pack. The patient recovered from increased pain and swelling on (B)(6) 2017. Corrective treatment: methylprednisolone (medrol) for pain in right knee, swelling in right knee; not reported. For device malfunction outcome: recovered/resolved for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 50889 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Reporter causality: yes for increased pain and swelling seriousness criterion: required intervention for all events additional information was received on 20-dec-2017 and 05-dec-2017 (both information processed together with clock start date of 05-dec-2017). This case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. Global ptc number and ptc results were added. Clinical course was updated and text was amended accordingly additional information was received on 27-feb-2018 from healthcare professional. Dosing details of the suspect product was updated (stop date, dose, frequency added). Onset date of all events were updated. Events of pain in right knee and swelling in right knee was updated as serious and seriousness criteria of device malfunction was updated as required intervention. Outcome of all events was updated as recovered. Corrective treatment of pain in right knee, swelling in right knee was updated. Concomitant medications and medical history was added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 27-feb-2018: the follow-up information doesnot alter the overall case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain and swelling in knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.